Manufacturer narrative:
Device passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Device uploaded properly using care link pro and all bolus data recorded properly on data report. No data history anomaly noted. Device had cracked reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported via phone call that the customer insulin pump had a history anomaly. The customer¿s blood glucose was 500 mg/dl at the time of incident and treated with manual injection . Customer¿s parent stated that the boluses that the customer delivered does not show in the carelink report. Customer's blood glucose reading was high and the healthcare professional suspected that the customer was not treating himself correctly. Self test was performed and passed. Troubleshooting was not completed and customer's parent stated that they already tried the carelink uploads at home. The customer¿s parent was advised that the insulin pump is being replaced and is expected to return for analysis.